Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis - the review of the historical data was performed. Trend analysis - the overall complaint trend data for the period (B)(6) through (B)(6) was reviewed. Communication/interviews: communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer was guided through setting up and obtaining an arterial pressure from the patient¿s radial arterial line. The inner lumen of the iab was capped and not accessible. There was no patient harm or adverse event reported.